Manufacturer narrative:
Continuation of d10: product ID: a820, product type: software. Section d information references the main component of the system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump for non-malignant pain. It was reported that the patient's handset would lag at 90% when attempting to connect to the pump starting at the "end of last year". The patient's nurse recommended that they call the manufacturer to have logs cleared. Per the patient, it took 10 minutes to connect from start to finish. The device was slow in connecting. It was noted that the patient got 16 boluses per day. Patient services assisted the patient with clearing data and reviewed closing all applications. The patient was able to connect to the pump without a lag. Troubleshooting resolved the issue.